Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the physician deployed the 18f manta. The artery still had a heavy bleed after deployment, scrub tech held pressure for 20 minutes. After 20 minutes the bleeding did slow slightly, but still had a steady bleed. At this point vascular was consulted and the decision was made to do a cut-down. The patient had a lot of scar tissue in the groin from prior procedures, once the artery was accessed in the cut-down vascular seemed to think a side branch was sheered and that was where the bleeding was coming from. The artery was repaired and the patient tolerated the procedure well. Manta was left in, the side branch and artery were repaired by vascular.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted and reviewed by the investigative team and indicate a well-positioned radiopaque lock. The device lot history record review for lot number, indicated no non-conformities related to this lot therefore supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr, an 18f manta was deployed for closure in the right common femoral artery. Arteriotomy was noted 6.5mm with moderate calcification, moderate anterior circumferential wall calcification, and a depth measurement of 4.5cm + 1cm. Ultrasound and micropuncture were utilized to gain a central positioned access. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, heavy bleeding was present, manual pressures were applied for an extended period. The bleeding slowed down but did not cease. The vascular surgeon was called for a cut down. During the surgical intervention, a lot of scar tissue was present from prior procedures. Once the access was visible, the surgeon determined the bleeding was from a sheered side branch. The manta was left in place, the side branch and artery were repaired, and the patient tolerated the procedure well. The cause of this complaint was determined by the vascular surgeon to be from a sheered side artery seen during a surgical cut down not related to the manta device. The manta device was seen during the surgical cut down as deployed correctly and was in the correct place; and was not explanted. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.